Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dental caries ('dental problems:tooth decay') in a (B)(6) year-old female patient who had essure (batch no. 61684, 61675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included lung nodule, anemia, irregular menstruation, gastroesophageal reflux disease, esophagitis, arthralgia, hypoxemia, arthralgia, morbid obesity, osteoarthritis, allergic rhinitis, chronic pain, endometrial thickening and polymenorrhoea. Concomitant products included biotin, curcuma longa rhizome (turmeric curcumin), ferrous sulfate (ferrous sulphate), hydrocodone bitartrate; paracetamol (norco), ibuprofen, intrauterine contraceptive device (iud nos), loratadine, meclozine hydrochloride (meclizine hcl), medroxyprogesterone, medroxyprogesterone acetate (depo provera), melatonin, oxycodone hydrochloride; paracetamol (percocet), potassium acetate, sumatriptan and vitamin b complex. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 23 days after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and vertigo ("vertigo"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and muscle atrophy ("vision/eye problems type: areds- muscular degeneration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and remove teeth and bone ridges. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the dental caries, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, muscle atrophy, fatigue, alopecia and vertigo outcome was unknown. The reporter considered alopecia, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, muscle atrophy, pelvic pain, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: essure micro inserts were then obtained and inserted into the right fallopian tube with 4 trailing coils noted following detachment of the device. A second device was obtained and inserted into the left tubal ostia with 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Mammogram - on (B)(6) 2017: no evidence of malignancy. Bi-rads 2: benign. Nuclear magnetic resonance imaging - on (B)(6) 2017: advanced osteoarthritis, chondral loss and remodeling with anterior horn meniscal subluxation involving the anteromedial knee compartment. More mild degenerative change along the lateral and patellofemoral compartments. No other internal derangement. Pathology test - on (B)(6) 2018: the posterior wall mass on sectioning shows a waxy while uniform firm nodule without central cyst or calcifications. The anterior nodule shows a waxy white well circumscribed mass without calcifications or cyst seen. The proximal portion appears to contain a metallic coil device an estimated approximately 2.5 x 0.2 cm in size. Two separate fragment of tissue are present that are not specifically oriented. The serosal surface is smooth and glistening possibly containing a 0.4 cm diameter of inconspicuous inclusion cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vertigo,dysmenorrhea,vaginal bleeding. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. Reporters information updated. Lot no. Added. Event: injury were updated to abnormal bleeding (vagina) .new events:menorrhagia, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: areds- muscular degeneration, fatigue, hair loss, vertigo were added. Medical history ,concomitant drugs, historical drug , lab data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dental caries ('dental problems:tooth decay') in a 37-year-old female patient who had essure (batch no. 61684-invalid, 61675-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included lung nodule, anemia, irregular menstruation, gastroesophageal reflux disease, esophagitis, arthralgia, hypoxemia, arthralgia, morbid obesity, osteoarthritis, allergic rhinitis, chronic pain, endometrial thickening and polymenorrhoea. Concomitant products included biotin, curcuma longa rhizome (turmeric curcumin), ferrous sulfate (ferrous sulphate), hydrocodone bitartrate;paracetamol (norco), ibuprofen, intrauterine contraceptive device (iud nos), loratadine, meclozine hydrochloride (meclizine hcl), medroxyprogesterone, medroxyprogesterone acetate (depo provera), melatonin, oxycodone hydrochloride;paracetamol (percocet), potassium acetate, sumatriptan and vitamin b complex. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 23 days after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and vertigo ("vertigo"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and muscle atrophy ("vision/eye problems type: areds- muscular degeneration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and remove teeth and bone ridges. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the dental caries, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, muscle atrophy, fatigue, alopecia and vertigo outcome was unknown. The reporter considered alopecia, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, muscle atrophy, pelvic pain, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: essure micro inserts were then obtained and inserted into the right fallopian tube with 4 trailing coils noted following detachment of the device. A second device was obtained and inserted into the left tubal ostia with 3 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Mammogram - on (B)(6) 2017: no evidence of malignancy. Bi-rads 2: benign. Nuclear magnetic resonance imaging - on (B)(6) 2017: 1. Advanced osteoarthritis, chondral loss and remodeling with anterior horn meniscal subluxation involving the anteromedial knee compartment. 2. More mild degenerative change along the lateral and patellofemoral compartments. 3. No other internal derangement. Pathology test - on (B)(6) 2018: the posterior wall mass on sectioning shows a waxy while uniform firm nodule without central cyst or calcifications. The anterior nodule shows a waxy white well circumscribed mass without calcifications or cyst seen. The proximal portion appears to contain a metallic coil device an estimated approximately 2.5 x 0.2 cm in size. Two separate fragment of tissue are present that are not specifically oriented. The serosal surface is smooth and glistening possibly containing a 0.4 cm diameter of inconspicuous inclusion cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vertigo,dysmenorrhea,vaginal bleeding most recent follow-up information incorporated above includes: on 6-jun-2019: update of ptc information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.